Manufacturer narrative:
Previous corrective actions were taken under MDR 9710644-2008-0001 to implement irradiation of wire used in heated wicked circuits. Irradiation makes the wire insulation stronger and more resistent to sources of damage. The lot number available indicates all product at the hosp was manufactured prior to the implementation of the irradiated wire. Further engineering tests are being performed to evaluate all possible sources of wire damage to irradiated compared to non irradiated wire. The product containing non irradiated wire at the customer's facility will be replaced with product containing irradiated wire to prevent the possibility of unintentional damage. Further product disposition decisions will be considered pending the engineering tests and returned product eval. Market notification was sent to all customers purchasing circuits from this product family to make them aware of the possibility of fire if the circuit is damaged during storage or setup.